Manufacturer narrative:
Reference : e-complaint (B)(4). *investigation. X-review DHR. X-inspect returned samples. *analysis and findings distribution history: this complaint unit was manufactured at csi on 5/15/19 under wo #264322 & 264320 and shipped on 5/24/19. Manufacturing record review: DHR's 264320 & 264320 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 92693, this unit was at csi on 8/26/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action: although the unit functioned to specifications a board was replaced with a new one, tested and returned to the customer under warranty. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "when catering the machine would work for a second then stop" reference repair order #(B)(4). Ref - e-complaint (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Customer stated "when cautering the machine would work for a second then stop" reference repair order # (B)(4). (B)(4)